Event description:
It was reported that the patient was voiding during the middle of the night, which started about a month ago. The patient saw the manufacturer representative, who turned stimulation up a little bit, and shortly thereafter it started acting up. It was noted that the patient could not ¿adjust it right,¿ that the device ¿shuts itself off,¿ and the patient programmer would not increase stimulation. It was determined that the device was off, and the patient could not turn the device back on with the patient programmer. The patient was directed to contact physician to turn the device back on. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: neu_unknown_lead, lot# uk6163765, implanted: (B)(6) 2008, product type: lead. (B)(4).